Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 vials tested on bd bactec¿ fx40 instrument obtained false positive results. Confirmatory gram stain and subcultures were performed. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: instrument presented 6 false positive vials of patients who have tested positive, they perform gram staining. They do not see microorganisms, and they also perform subcultures in gelosa blood and chocolate without obtaining growth, so they are given as negative.

Manufacturer narrative:
H6: investigation summary: a failure was reported on a bd bactec fx40 ( p/n 442296, s/n (B)(6). Customer reported 6 false positive issue on their instrument. The customer performed gram stains and subcultures that came back negative. Bd remote assistance worked with the customer to find out there have been changes in the electrical energy which have lead to ups failure. Bd provided a new ups. There have been no additional false positives following the new ups being sent. The root cause is unable to be determined but attributable causes could be facility power surges and failure of the ups. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to false positives issues. H3 other text : see h10.

Event description:
It was reported that 6 vials tested on bd bactec¿ fx40 instrument obtained false positive results. Confirmatory gram stain and subcultures were performed. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: instrument presented 6 false positive vials of patients who have tested positive, they perform gram staining. They do not see microorganisms, and they also perform subcultures in gelosa blood and chocolate without obtaining growth, so they are given as negative.